Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angina, ischemia, myocardial infarction and stenosis are listed in the xience alpine everolimus eluting coronary stent systems instructions for use (IFU) as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2015, a 3.0x12mm xience alpine stent was successfully implanted in the mid left anterior descending (lad) coronary artery lesion. On (B)(6) 2016, the patient started experiencing chest pain. On (B)(6) 2016, the patient was hospitalized. Elevated troponin was noted and a myocardial infarction (mi) was diagnosed. Diagnostic imaging was performed displaying ischemia. Another percutaneous intervention was performed, placing an unspecified drug eluting stent (des) into the mid lad, 95% re-stenosed lesion. The event resolved without sequela. On (B)(6) 2016, the patient was discharged home. There was no additional information provided.